Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. A longitudinally aligned split was observed between the 2cm and 3cm depth markings, within the tapered region. Compression, deformation and discoloration were observed in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. The split occurred at the corner of the compressed and pinched region. The catheter damage was consistent with compression damage which can be caused by use of an incompatible securement device. The event description indicated use of secure-a-cath, which has been observed to cause compression damage of bd PICC catheters when used within the wider tapered region. A lot history review (lhr) of reds1263 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for treatment, treatment changed to oral. PICC no longer required so decided to remove it. Gave the patient zometa and then flushed before removing. Leak noted (hadn't been present when putting up the zometa). After removal line was flushed with saline and fracture noted between the secureacath and the butterfly part of PICC. Patient reports no kinks and that it looked okay. PICC contaminated by blood/saline and zometa (non-chemo drug).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds1263 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for treatment, treatment changed to oral. PICC no longer required so decided to remove it. Gave the patient zometa and then flushed before removing. Leak noted (hadn't been present when putting up the (B)(6)). After removal line was flushed with saline and fracture noted between the secureacath and the butterfly part of PICC. Patient reports no kinks and that it looked okay. PICC contaminated by blood/saline and (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample. A longitudinally aligned split was observed between the 2cm and 3cm depth markings, within the tapered region. Compression, deformation and discoloration were observed in the vicinity of the split. Microscopic inspection of the split revealed a granular fracture surface. The split occurred at the corner of the compressed and pinched region which was likely caused by the securement method of the device. A lot history review (lhr) of (B)(6) showed one other similar product complaint(s) from this lot number.

Event description:
It was reported patient attended for treatment, treatment changed to oral. PICC no longer required so decided to remove it. Gave the patient zometa and then flushed before removing. Leak noted (hadn't been present when putting up the zometa). After removal line was flushed with saline and fracture noted between the secureacath and the butterfly part of PICC. Patient reports no kinks and that it looked okay. PICC contaminated by blood/saline and zometa (non-chemo drug).